Event description:
The manufacturer received info alleging a ventilator's lcd display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen and system board to lcd cable were replaced to address the issue.